Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the device logs indicated that a non-sustained ventricular event was recorded due to sensing of noise on the ventricular channel. The noise was present on both the ventricular and atrial channels and appeared to be from an external source. The pacemaker remains in service and no adverse patient effects were reported.